Event description:
It was reported, the patient needed a replacement in 2012 because of a broken lead. They went into surgery for a new battery and to fix the lead. During the surgery, her doctor discovered the entire unit needed to be replaced so she had a second surgery the next day to finish the job. It was noted, the new unit worked great and the patient had no complaints about the coverage or function. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient also had left paraspinal pain between the incision overlying the insulation boots and the midline incision in (B)(6) 2014. Electronic testing of the system revealed no abnormalities and the pain was felt to be myofascial in etiology. The patient was experiencing stimulation fade in (B)(6) 2012. The system was revised on (B)(6) 2012. At the revision surgery the insulation boots were quite "friable". One lead was easily removed from the lead-extension connector. The other lead was essentially stuck in the distal lead-extension connector as if the if the electrode contacts had been welded together. The connection could not be separated because of the dense adherence. In the process of trying to remove the lead, the wire began to fray and it was clear that the lead would not be functional. On (B)(6) 2012 the patient was returned to the operating room for revision of the epidural lead. A t10/t11 re-exploration was performed with partial hemilaminectomies and the lead was replaced. The devices were reconnected and the patient had good stimulation coverage.

Manufacturer narrative:
Product ID 3998, lot# lb3440a, implanted: 2003 (B)(6), explanted: 2012 (B)(6); product type lead product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6); product type extension product ID 7495lz51, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6); product type extension. (B)(4).